Event description:
It was reported that during a routine supply call the patient disclosed a blood glucose of 65 mg/dl, felt well, and intended to treat with fast-acting carbohydrates per guidance; an oral glucose recommendation was reinforced, and troubleshooting and education were completed. Symptoms included an asymptomatic low blood glucose measurement. Outcomes included no injury, no medical intervention beyond oral carbohydrate intake, and no hospitalization. Investigation included a review of the event details and provision of product use education. Investigation of this case revealed no device alarms reported and no device malfunction identified, with the cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.